Event description:
Report received from USA stating that during service it was found that the device had a worn house. The date of the event is unk. It is unk if the device was being used during surgery. It is also unk if injury or medical intervention occured. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).